Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2020-20562 is being retracted since it was found to be a duplicate of mrn 1818910-2021-17955. Mrn 1818910-2021-17955 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2022: the investigation was re-opened to review x-ray images that were received on a physical disc. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
After review of the medical records, the patient was revised to address right failed total hip arthroplasty for femoral component fracture. Operative note reported of broken head and trunnion and possible locking mechanism issue of the cup and liner. It was also indicated that there was a metal debris from the removal of the stem. Added facility name and legal attorney. The head and liner that were implanted on (B)(6) 2015 was reported under (B)(4). Doi: (B)(6) 2014. Dor: (B)(6) 2020. Right hip (second revision).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail stem. Trunion broke off the body of the stem. Doi: (B)(6) 2014. Dor: (B)(6) 2020; affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.